Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with degenerative disc disease and underwent posterior lateral fusion at l1-s1. During the surgery, the tip of the instrument broke off in pedicle, kocher used to remove the broken tip. The product came in contact with the patient. No fragment of the broken product remained inside the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis result: visual hardness visual observation reveals that the tip of the probe has been broken approx. 3.5cm from what appears to be overload. Hardness reveals that the probes are the proper hardness. This is consistent with bend stress overload. If information is provided in the future, a supplemental report will be issued.